Event description:
A trilogy 100 ventilator was returned to the manufacturer for service with the allegation of no power. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the issue of no power was confirmed. The alternating current (ac) power connector needs replaced to address the issue; however, no repairs will be performed as the device will be scrapped.